Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title tube tip and cuff position using different strategies for placement of currently available pediatric tracheal tubes source british journal of anaesthesia, volume 121, 2018 (490-495) article number: 2 date of publication: 12 june 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature report, the device did not allow a safe tracheal tube placement regardless of tracheal tube placement strategy used. It was also reported that the device demonstrated a larger cuff free subglottic distance consistent with the lowest rate of subglottic tracheal tube cuff positioning. And was revealed to have a high incidence of too deeply positioned tracheal tube tip when placed with the intubation depth mark at the glottic level. There was no reported patient outcome.